Manufacturer narrative:
Investigation summary: visual inspection: the verse x25 inserter/tightener (p/n: 299704230, lot #: gm5397008) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the tip of the device was stripped. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: a functional test cannot be performed, as only the verse x25 inserter/tightener was returned. Can the complaint be replicated with the returned devices? Unable to perform, but the stripped condition could have caused the complaint condition. Dimensional inspection: dimensional inspection of the tip cannot be performed due to post-manufacturing damage. However, the distal end of the shaft below the tip was measured to be within the acceptable specified dimensions. (B)(4). Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed: expedium verse x25 final tightener. Complaint confirmed? Yes, the device received was stripped. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the verse x25 inserter/tightener (299704230, lot #: gm5397008). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5397008 was released in a single batch. Batch 1: lot was released on aug 5, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a plif (posterior lumbar interbody fusion) at l4-s procedure treating degenerative disease on (B)(6) 2020. The surgeon was not able to tighten any set screws with the screwdriver during final fixation. The procedure was completed using a replacement screwdriver. There was a less than 30-minute surgical delay. Patient status is stable. No further information is available. Concomitant device reported: unknown setscrews: (part# unknown, lot# unknown, quantity unknown). This report is for one (1) verse x25 inserter/tightener. This is report 1 of 1 for (B)(4).